Event description:
A report was received that a pt was scheduled to undergo a lead revision procedure due to inadequate stimulation. During the procedure, it was discovered that the lead was exhibiting high impedances. The lead was explanted, and two new leads were implanted. The pt was reportedly doing well following the procedure.